Event description:
Five days post admission, the pt was transferred to the endoscopy suite for colonoscopic examination to rule out malignancy; he had a recent history of weight loss, change in bowel habits and elevated cea. After versed/demerol sedation, the colonoscope was introduced. Extensive diverticulosis was found. At times, the suction channel became occluded with retained fibrous material requiring clearance via lavage with fluid down the channel. The pt tolerated the procedure well with stable vital signs until the scope was inserted into the right colon. At this point, he became acutely distended, diaphoretic and agitated. The procedure was immediately terminated. Abdominal flat and upright x-rays showed the presence of free air under the diaphragm. The pt was transported to the intensive care unit, intubated and transferred to the or for exploratory laparotomy which revealed a cecal perforation with peritonitis and generalized oozing related to dic associated with surgical finding of liver cirrhosis. The abdominal cavity was thoroughly lavaged with saline solution and an ileocolectomy with anastomosis of large and small bowels was performed. The pt was transferred intubated to the postanesthesia care unit in poor condition with jackson-pratt drains in situ. He was returned to the or twenty minutes later because of continued bloody drainage. After monitoring in the postanesthesia care unit, he was transported orally intubated and in poor condition back to the intensive care unit. After discussion between the pt's wife and his attending physician, a do not resuscitate order was issued and he was pronounced three-and-a-half hours later.